Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at ths time. Full eval will occur upon receipt of the returned product.

Event description:
Brush head broke down [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b triumph smartguide 50000 rechargeable toothbrush, the oral-b 3d white brushhead broke down. This had occurred 3 times. This never happened with the former oral-b toothbrush. No symptoms developed. On (B)(6) 2014: the consumer reported the oral-b white brushheads broke down after he changed to using an oral-b power/power toothbrush - rechargeable/triumph 5000.